Event description:
Following a left femoral cavagram, the physician deployed a vena tech ivc filter via the jugular approach supra renally. The physician felt upon deployment, that the filter did not open. In order to prevent potential filter migration, he subsequently deployed a bird's nest filter around the vena tech filter. During deployment of the bird's nest filter, a portion of the bird's nest perforated the top portion of the renal artery and the pt went into cardiac tampanode. A medical intervention persued to drain blood from around the heart to prevent further complications.